Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device was recalibrated to address the issue. Additional findings not related to the malfunction/issue was the warning label, cord retainer, and rubber feet missing, and damaged to the front and rear enclosure cases. The warning label, rubber feet, cord retainer, and front and rear enclosure cases were replaced on the device. After the parts were replaced and the device recalibrated, testing was reperformed on the device and passed.